Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and would like to troubleshoot insulin pump to make sure everything is working. Customer's blood glucose was 392 mg/dl at the time of incident and 408 mg/dl at the time of call. Troubleshooting found that drive support cap and date programming were normal and functioning fine. The customer will call back to further troubleshoot when they receive a tubing clamp. Customer also indicated that a piece of the pump was chipped off and the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the pump for analysis.